Event description:
It was reported that the patient experienced a change in their stimulation from their implantable neurostimulator (ins) when she would move a certain way. Specifically, she got "zapped" when trying to lie down and her stimulation shut off and then comes back on. Follow up information received indicated that they did have normal stimulation changes with postural change and just needed instruction on the use of the patient programmer to modify the amplitude settings. No diagnostics were performed, no malfunctions were seen, and no interventions were required. The patient was able to achieve comfortable stimulation after the programmer instruction.

Manufacturer narrative:
Lead, model 3888-45, lot# v889862, implanted: (B)(6) 2012, explanted: na. Lead, model 3888-45, lot# v809812, implanted: (B)(6) 2012, explanted: na. Lead, model 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: na. Recharger, model 37754, serial# (B)(4). Programmer, model 37744, serial# (B)(4). Extension, model 3708220, serial# (B)(4), implanted: (B)(6) 2012, explanted: na.(B)(4).